Manufacturer narrative:
Main investigation conclusion the reported pump speed drop was not observed in the submitted log files. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported the patient observed their pump speed drop to 5400 rpm, while the low-speed limit was set to 5600 rpm. The patient reported feeling dizzy while experiencing palpitations during the speed dop. The controller event and periodic log files as well as the lvad event and periodic log files revealed no atypical alarms and captured the device operating as intended. Due to hippa restrictions additional information could not be released by the clinic. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump speed. Additionally, the hm3 lvas patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient saw their pump speed drop to 5400 rpm. The low speed was set to 5600rpm. The patient had dizziness and palpitations associated with this event. A review of the event log revealed consistent pulsatility index (pi) events throughout the log which shortened the data capture. Newer incoming data pushed out the older data so the pump speed of 5400 rpm was not recorded in this log. The periodic log, which goes back to (B)(6) 2021, did not capture a speed of 5400 either.